Event description:
It was reported that a patient underwent a four wall sacrospinous suspension procedure in (B)(6) 2008 and mesh was used. The patient experienced a vaginal mesh exposure. The mesh was exposed in a linear area exactly in the sagittal midline. It was about 0.5 centimeters in length and it seemed as if the mesh had shrunken in. It was a narrow exposure. The mesh seemed to be folded over in this area and thickened. There was some thickening that extended from one side to the other. This did not seem to be in the area of the mid urethral tape. The mid urethral tape area had the urethra somewhat higher than would be typical after this kind of surgery. Cystoscopy failed to reveal any evidence of mesh in the bladder and at the end of the operation, bilateral ureteral patency was confirmed. The mesh was explanted in (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report # 2300460000-2012-8091.